Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between march 21-22, 2024. H11: the actual device and two (02) photographs of the sample were provided for evaluation. A visual inspection on the actual sample did not identify any abnormalities that could have contributed to the reported condition. However, visual inspection of the photos showed droplets of solution apparently from leakage of product. Functional testing was performed on the actual sample and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the issue could not be determined; however, was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000ml eva tpn bag leaked from an unspecified location. This was observed when removing the bag from a plastic tub in the pharmacy. The bag was filled with synthamin parenteral nutrition. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.